Event description:
It was reported that the pulse generator went into back-up vvi mode with loss of telemetry when a firmware upgrade was attempted. The patient was asymptomatic. The device was restored successfully.

Event description:
New information noted that the patient presented to ER feeing lightheaded on (B)(6) 2017. Upon interrogation, the pulse generator was restored back to nominal settings not to their historic parameters after the previous event of firmware upgrade attempt. The programming changes were made. The patient was fine after the intervention.